Manufacturer narrative:
Duplicate report. Complaint-(B)(4) was enter into master control complaint system a second time for the same pai region event. As such, it was confirmed complaint-(B)(4) is a duplicate of complaint-(B)(4). MDR 9610877-2021-00229 was submitted to the FDA for complaint-(B)(4). MDR 9610877-2021-00523 was submitted in error to the FDA for the duplicate complaint, complaint-(B)(4). To address the error, decision tree (B)(4) was created for complaint-(B)(4) to change the reporting determination to not reportable as a duplicate. This follow up report for MDR 9610877-2021-00523 serves as a retraction of the initial report invalidating the 21-aug-2021 report.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ed34-i10t2 is classified as import for export, therefore 510k is not applicable. Pentax same model ed34-i10t2-us is distributed in the USA with 510k k192245.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "no video image. The scope failed connection to the processor" involving pentax model ed34-i10t2/ serial (B)(4). Additional information received stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: image blackout, passed dry leak test, passed wet leak test. The customer complaint was confirmed. The device was repaired which included replacement of the following components: pcb for ccd drive pb-free, deflector body link, deflector operating wire, o-ring (0.5x1.3) imp-1, deflector body link imp-1, deflector operating wire.